Manufacturer narrative:
Correction/removal reporting #: 3006010712-11/22/2013-001-r. The investigation is ongoing.

Event description:
It was reported that the procedure was to treat a lesion located in the anterior tibial that was 100% occluded. The vessel was being filled retrogradely through the fibular artery (lateral branches). The ht connect guide wire was able to cross the total occlusion; however, the tip became deformed. A balloon was to treat the tibial artery and the result was satisfactory. After removal of the ht connect guide wire from the anatomy, the green coating on the wire was observed to be peeled. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.